Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. 10: unknown apex talar component. Unknown apex poly component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in an unknown timeframe post implantation of a right total ankle arthroplasty, the patient experienced symptomatic tibial radiolucency. No treatment or medical intervention has been reported. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 reported event could not be confirmed due to limited information provided. No device was received or images to take visual and dimensional evaluations. Initial surgery medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intraop complications identified. Intraop x-ray confirms satisfactory placement of implants. Radiographs were provided; however, were unable to be sent to radiology due to poor photocopy quality. No other clinical records were provided. Review of the device history records could not be performed due to lack of product information. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.